Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The device was filled with morphine and 0.9% sodium chloride. The total fill volume was 300 ml. The device was empty 12 hours before the expected infusion time. There was no patient injury or medical intervention associated with this event. No additional information is available.